Event description:
It was reported by service report that footboard is broken with sharp edges and could potentially allow fluid to enter circuitry. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board.